Event description:
Boston scientific crm received information that during the follow- up visit, it was noted that within the last six months the impedance of this atrial lead (sn unknown) was continuously greater than 2200 ohms. The measurments for sensing and threshold were in normal range. At the implant procedure, the lead measured 800 ohms. The lead remains implanted with no programming changes at this time. No adverse patient effects were reported.

Manufacturer narrative:
The atrial lead remains implanted. Should additional information become available, an amended report will be submitted.